Event description:
Additional information received reported that the patient was still having concerns with her device or therapy but had not sought further help. It was noted that her doctors that did her trial and surgery had quit their practice. The patient also noted "I need adr for my spinal stimulator, it's not working, I need surgery." If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2010 (B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient. For use by user facility/importer(devices only). (B)(4).

Event description:
It was reported that the patient lost therapeutic effect. Patients feels that stimulation "cuts off on her" if she moves a certain way, in different positions she feels like stimulation turns off and on. Reprogramming had been tried six times, but she had been told surgery needs to be done to revise it. Additional information has been requested, but was not available as of the date of this report.